Manufacturer narrative:
The additional graftmaster devices are being filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal, however, the subsequent treatment appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. In the opinion of the physician, the use of these graftmasters did not cause or contribute to the patient death in any way. The patient's health was declining toward death (mi and perforation) prior to any graftmaster use. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation in the left anterior descending coronary artery. The patient presented with a myocardial infarction (mi), and the patient had coded. A 4x19mm graftmaster covered stent was deployed at 15 atmospheres (atms) but failed to seal the perforation. Then, a 3.5x19mm graftmaster covered stent was deployed at 15 atms, but failed to seal the perforation. Then, a 3.5x26mm graftmaster covered stent was deployed at 20 atms but failed to seal the perforation. An unspecified stent was attempted, but the patient expired on (B)(6) 2020 due to the mi and perforation. In the opinion of the physician, the use of these graftmaster's did not cause or contribute to the patient death in any way. The patient's health was declining toward death (mi and perforation) prior to any graftmaster use. No additional information was provided.